Event description:
It was reported to philips that, during a cardiac arrest, philips multifunction electrode pads were applied to the patient and connected to the defibrillator. The patient required a stat cardioversion, but the device would not charge. The defibrillator was swapped for a new one, but the device still would not charge, and the defibrillator message stated to plug in pads. At that moment, the staff replaced the pads with a new set and successful cardioversion was completed. The device was reported to be in use on a patient, causing a delay in life saving therapy/treatment and will be considered a serious injury. There were no ECG strips or patient event files available for review. The customer biomed evaluated both heartstart mrx defibrillators which passed their operational checks. The defibrillators remain with the customer. Philips did not evaluate the defibrillators. The involved defibrillator pads were evaluated by the philips failure analysis lab. The customer allegation was not verified during lab testing. The pads were in good cosmetic condition and the gel felt normal. The metal layer looked fine. There was no contamination or evidence of fabric tape on the pads as claimed by the customer. The pads were able to deliver successful shocks into a patient analyzer. There was no fault found with this set of pads. The customer noted that, when the pads were removed, there was a small amount of thin fabric tape on the pads from a patient¿s dressing and the site was also wet. The pads and both defibrillators were tested with no fault found, and philips is unable to speculate on the cause of the reported symptom.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that, during a cardiac arrest, philips multifunction electrode pads were applied to the patient and connected to the defibrillator. The patient required a stat cardioversion, but the device would not charge. The defibrillator was swapped for a new one, but the device still would not charge. At that moment, the staff replaced the pads with a new set and successful cardioversion was completed. The device was reported to be in use on a patient, causing a delay in life threatening therapy/treatment and will be considered a serious injury.